Event description:
It was reported that upon deployment of the vascular stent; the trigger mechanism became unresponsive, the delivery handle was dismantled and the vascular stent was manually deployed. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.